Event description:
Patient presented back to the physician with continued pain. Physician brought the patient into the operating room and removed the entire inspire system.

Event description:
Patient presented to the physician with pain near the neck incision site radiating to the right ear and facial region. Pain was also exacerbated by chewing and speaking. Physician brought the patient into the operating room, and the stimulation lead cuff was found dislodged. Physician repositioned the stimulation lead cuff and the lead anchor, secured the lead anchor to the surrounding tissue, re-sutured, and closed the incision.